Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory which indicated that the lead was returned due to product performance issue. No sign of setscrew mark and noted traces of dried body fluid or blood in lumen which was an open tip lead. Spiral fixation and tines are in good condition and lead passed all functional tests.

Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted due to product performance issue. Several attempts to obtain additional information were unsuccessful. The lead was never in service. No adverse patient effects were reported.